Manufacturer narrative:
Concomitant medical product: 5071-35 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was oversensing. Lead remains in use. No patient complications have been reported as a result of this event.